Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a remote transmission was sent from the emergency regarding a patient who presented after receiving a shock and anti-tachycardia pacing (atp) from their implantable cardioverter defibrillator (ICD). Review of the electrogram showed that the patient was in supraventricular tachycardia (svt) rather than ventricular tachycardia (vt) or ventricular fibrillation (vf), rendering the shock and atp inappropriate. The patient was stable in the emergency department. No changes were made to the device.